Event description:
It was reported that the housing of a large volume infusor was deformed, and this caused the coil cap to separate from the housing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured august 25, 2014 ¿ august 26, 2014. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection revealed that the bottom area of the housing was malformed and the red coil cap was detached from the housing. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A photograph of the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The response addressing the request for additional information regarding report 1416980-2015-12371 is attached. Should additional relevant information become available, a supplemental report will be submitted.